Manufacturer narrative:
Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 13-jul-2013, UDI#: (B)(4); product ID: 7482a40, serial/lot #: (B)(4), ubd: 21-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedances on right unipolar test. The right bipolars and left impedances were normal. The patient stimulation is in bipolar settings bilateral. They did not report any pain/change/symptom return. The healthcare provider (hcp) was present and aware. The patient had multiple falls as the disease has progressed, that may have led or contributed to the issue. Impedances were ran twice with no change. The right unipolar impedances remained high (between 3000-4000). The session report showed impedances on monopolar 4: 3,168, 5: 3,222, 6: 3,506, and 7: 3,883. The bipolar impedances were normal. It was indicated that no surgical intervention occurred or is planned. The issue was not resolved at the time of the report.